Event description:
It was reported that the patient's leads had high impedances and was unable to enter MRI mode. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's leads were fractured. The patient underwent surgical intervention on (B)(6) 2025 in which the leads were explanted and replaced.

Manufacturer narrative:
The report that the patient was ¿unable to enter MRI mode¿ was confirmed. Analysis of lead b found a kink on the outer tubing where all internal wires were broken. The cause of the fractures is consistent with the report that the patient had several ¿falls¿ prior to the event and the fractures causing impedance issues would be the root cause for not being able to enter MRI mode.